Event description:
It was reported by the rep that when the device was used during a wedge resection procedure, the staples malformed. Opened another device to complete the case. There was no consequence to pt. The device was discarded.